Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge a battery pack) has been confirmed. Upon investigation the battery charger/modem was unable to charge a battery pack. The cause for the failure was isolated to a thermally damaged q1 current-controlling transistor on the bedside pca and thermally damaged u13 on the bedside board. The root cause for the damaged q1 transistor and u13 could not be positively identified. There was also liquid contamination on the battery pca. The root cause for the contamination was ingress of an unknown liquid no adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4). The charger was unable to charge a battery pack.